Manufacturer narrative:
(B)(4). Event and therapy dates: estimated dates. Evaluation summary: the device was returned for evaluation. Inspection of the returned device revealed that needle plunger deployment was successful as both cuffs captured the needles as intended. However, the anterior cuff was detached from its needle during the needle plunger retraction as evidenced by broken and bent anterior cuff tabs. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture; however, the probable cause could not be identified during the device analysis. Cuff-to-needle tip detachment suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. The returned device condition suggested that suture retrieval was successful as anterior cuff-to-needle tip detachment occurred near completion of the plunger retraction process. However, analysis of the returned device revealed that the suture distal to the link was not cut after retracting the plunger. As such, when harvesting the suture by pulling the suture limbs from the anterior needle slot, resistance would be encountered as the suture, link, posterior needle tip and both cuffs were dragged through the device as detected. Subsequently, applying excessive pulling force would break the suture as observed. Therefore, based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the suture break is incorrect deployment sequence. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances associated with this lot. A query of the electronic complaint handling database for this lot indicated there are no other incidents that exhibited an anterior cuff-to-needle tip detachment and suture break as this incident. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
The proglide device was returned to abbott vascular with no reported information. The user facility representative was not able remember an incident involving the device or provide any information. Analysis of the returned device revealed that needle plunger deployment was successful as both cuffs captured the needles as intended. However, the anterior cuff was detached from its needle during the needle plunger retraction as evidenced by broken and bent anterior cuff tabs. One of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches) was broken off and was not returned with the device. Additionally, the suture was broken. During use, a device in this condition would have required intervention to achieve hemostasis. The method of achieving hemostasis was not specified.